Manufacturer narrative:
The explanted devices will not be returned to bsn, as they were discarded by the medical facility.

Event description:
A report was received that the pt was explanted due to an infection. The pt had swelling around the ipg pocket site. The physician advised that there were no culture results and no reason for the infection. The pt was prescribed antibiotics and was reportedly doing well.